Manufacturer narrative:
Customer reported, "after trouble shooting the android, we found that the gauge needle would not move with inflation of bulb, and also cuff would not inflate as well. We were able to make the needle move with the screwdriver. Please advise us on how to return/replace this item." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer reported, "after trouble shooting the android, we found that the gauge needle would not move with inflation of bulb, and also cuff would not inflate as well. We were able to make the needle move with the screwdriver. Please advise us on how to return/replace this item."